Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high elecsys ca 19-9 immunoassay result for one patient sample. The initial result was 881 u/ml and was reported outside of the laboratory. The result was "not to the expectation of the clinician". The sample was repeated twice with a result of 11.6 u/ml. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. Precision testing was performed with the sample and the results were reproducible. The investigation was unable to find a definitive root cause.